Event description:
This incident was reported by a facility in (B)(6), china on (B)(6) 2022. The reporter states that the patient was already lying on the bed in the cath lab for angiography, and connect the high pressure injector normally, when the operator rotated the injection control head of the high-pressure injector equipment to the front of the device, the support frame suddenly overturned, the whole support frame fell off and overturned, and the medicine bottle smashed to the ground and broke all over the place. Causes patients and medical staff frightened, the device was unable to use. Reporter states that the patient was connected at the time of the incident and that no one was hit by the device.